Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had an issue. The customer attempted three times to figure out the instrument issue. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.